Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominal wall scar hernia repair procedure, the staples could not be fired when fixating the mesh. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a reload was received. Functional testing found that the articulation and rotation knob functioned properly. The instrument and reload were applied to the appropriate test media. The tack deployed but did not seat properly due to the disengaged e-piece. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of excessive manipulation of the device during use or due to improper loading and/or unloading of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: hold the instrument body firmly in the palm of your hand. Position the instrument so that the yellow alert indicator window is on top. Place fingers on the three colored dots, two placed on the side and one placed on the top front of the reload. Place firmly until the reload snaps away from the instrument. The instrument is now ready for reloading. Remove the reload from the blister package. Insert the reload in the opposite direction as removed. Place the tip of the reload under the forward lip. Press the reload firmly into the instrument until there is an audible click. The instrument is now ready for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.